Event description:
Patient was revised to address pain. Doi: (B)(6) 2007 - dor: (B)(6) 2011. Update: 07/13/2011 - litigation papers received. There is no new additional information that would affect the investigation. Dob identified in litigation papers and added to complaint. Update: 07/11/2012 - plaintiff fact sheet was received. The product/lot was updated. There is no new information that would change the outcome of the investigation. (Right side).

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4).